Event description:
It was reported that during an arthroscopic shoulder procedure there were metal shavings coming off of the device, and it seemed as if the cutting/burr portion of the shaver did not fit into the shaver sheath. It appeared to be too large which led to the metal shavings in the joint space when the device was powered up. The shavings were removed almost immediately by the existing suction and irrigation. Another device was used to complete the procedure. There was no patient injury, and no metal shavings appeared to be left in the patient.

Manufacturer narrative:
Final investigation results found that the device was returned in good visual condition. When examined under a microscope, there were no observed nicks or burs on the shaver, and no signs of metal shavings. The inner shaver rotated freely inside the outer sheath.